Event description:
It was reported that the patient presented in clinic for initial implant procedure (B)(6) 2025. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) failed to be implanted. The rvlp was not implanted, and an alternate was implanted instead. There were no patient consequences.